Event description:
Device malfunction: mislocation of clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the starclose device was removed from the patient, the clip was remained at the distal end of the clip delivery tube. Hemostasis was achieved using a femostop. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.